Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with distal struts pulled proximally and overlapping. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-may-2019. It was reported crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. Following pre-dilatation, a 4.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion due to angulation. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed distal stent damage.